Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 19.4mg/day), prialt/ziconotide (10 mcg/ml at 6.486mcg/day) and baclofen (85 mcg/ml at 55.127mcg/day) via an implantable infusion pump. It was reported that sometime in june the patient reported loss of therapeutic effect. There were no environmental/external/patient factors that may have led or contributed to the issue. The logs were pulled and no abnormalities were found. A catheter revision was performed; the distal portion of 8781 was explanted. It was noted that the tip segment remained implanted and was not in use. The explanted portions was reported as discarded. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.